Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device prompted "no shock advised" for a simulated shockable rhythm. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. ECG simulators are a tool; the rhythms are commonly looped at varying frequencies and do not represent actual patient rhythms. Simulated ECG waveforms commonly yield poor results when subjected to ECG analyis and do not indicate a device malfunction. Zoll validates the accuracy of ECG analysis against an extensive database of actual patient ECG rhythms. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.